Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was since the implanted date they could not stand up very long and they were still in a lot of pain. Patient stated that they met with medtronic representative, for a follow up appointment on (B)(6). Patient said that the only programs that they had on the ins were programs a and b. Patient noted that during the trial they had a lot more programs including groups a, b, c, and d that were going to their back as well. The patient stated that program a was for their left leg however they didn't even know what that program b was for because they couldn't feel it anywhere. Patient then said that they messed with the programs and they just didn't feel the stimulation. Patient mentioned that they felt the stimulation on their left side and then it went off on the left side in the front, but there was nothing on the back. Patient was redirected to their healthcare provider to further address t he issue. Patient did not have a managing healthcare provider for the device. Agent sent an email for the patient a physician locator listing.